Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-15834. It was reported the patient experienced overstimulation, although the stimulation was off. The patient reportedly experiences effective stimulation coverage, however he desired to have his ipg explanted. Surgical intervention was undertaken on (B)(6) 2014 and the patient's ipg was explanted and the lead remains implanted.

Manufacturer narrative:
The ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.